Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: the black box data from the date of this product issue was overwritten due to continued pump use. The current black box data showed no evidence of short battery life or excessive battery usage. The pump powered on with the returned battery cap, which was able to secure to the pump per the instructions for use (IFU). Visual inspection revealed that the battery compartment was completely intact. Evaluation revealed that the pump drew electrical current within the specifications. The battery cap contact measurements were found to be within the specifications. The pump case was removed, and no internal defects were found. The reported event was not duplicated. During analysis, the pump operated according to the specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.